Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a leak. This device is a single use device and was discarded. The root cause was determined to be broken tubing at the junction of the flow restrictor. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 1.5 device was leaking. According to the report, the device was filled with 5-fluorouracil and was placed in a storage bag/packaging. Solution was then observed collecting in the packaging the device was stored in and the reservoir was completely deflated. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.